Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was having episodes of atial tachycardia responses (atr) showing noise. The noise was reproducible on the right atrial (ra) transvenous lead with isometrics and was corrected by programming the automatic gain control (agc) to less. It was also reported that there has been occasional atrial pacing impedances greater than 3,000 ohms on the daily measurements; however, was not present all the time. A boston scientific technical services (ts) consultant discussed that if oversensing returns or if pacing/thresholds changes to consider reprogramming device or reevaluating atrial pacing lead. Additional information indicates that the patient's ra lead is fractured. Also, it was reported that this system was exhibiting noise which resulted in greater than 2 seconds of pacing inhibition and asystole to the patient. The patient was not symptomatic with the asystole. The noise is unable to be reproduced and the impedances remain stable. The patient will continued to be monitored at this time.

Manufacturer narrative:
Additional information provided stated that this ra lead was retested several times in the clinic for high pacing impedances and resulted in normal impedances. It was stated that the patient would be re-evaluated in approximately one month. As of today, the available information suggests this ICD and ra lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.